Event description:
It was reported that an ilet user was found unresponsive and passed away on (B)(6) 2025. Review of the device data showed that insulin dosing was manually paused by the user for 2 hours at 7:20 pm on(B)(6) 2025. Resume insulin alarms were triggered as intended at 9:20 pm, but insulin dosing was never resumed. Cgm glucose rose after insulin was paused and remained elevated until the device lost power at 9:26 am on (B)(6) 2025, the day before their death. Device logs indicate no further interactions with the device after 7:20 pm on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. Available ilet logs were reviewed. The ilet logs included data from the reported event date. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia beginning in the evening of (B)(6) 2025 and continuing until the device lost power. The ilet dosed insulin when it was able in response to available cgm glucose values as intended. The ilet triggered device and cgm glucose alerts as intended. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. While the exact cause of death is unknown, the user was found unresponsive, and clinical logs show the last known cgm glucose values were exceeding 400 mg/dl on the day before their death. Insulin delivery was manually paused by the user at 7:20 pm on (B)(6) 2025 and was not resumed, resulting in sustained hyperglycemia. The user did not interact with the device again after pausing insulin. If the product is received at a later date, and new relevant information becomes available, a supplemental report will be submitted.